Manufacturer narrative:
The affected device was examined onsite by the dräger service who replaced the printed circuit board assembly of the central processing unit. After the replacement, the device was tested and confirmed to be operating as per manufacturer´s specification. The replaced part and the log file of the device were made available for further investigation. The analysis of the log file could confirm that the device performed a restart on the reported date of event. The device restart was caused by a previous repeated crash of the gui software process during rendering of graphic elements. The functional test of the returned printed circuit board assembly revealed no deviations. The underlying root cause could not be finally clarified. However, a potential hardware fault of the gpu (graphic processing unit) located on printed circuit board assembly was assessed to be the most likely cause. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit (ecd) in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the inspiratory valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activated auxiliary auditory alarm. Single restart sequence of the ventilation unit takes up to 8 seconds until evita v800 automatically resumes the ventilation with the latest settings. The restart sequence of the ecd may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the auxiliary auditory alarm ceases automatically. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator restarted during use and the display was locked. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going

Event description:
It was reported that the ventilator restarted during use and the display was locked. There were no health consequences for the patient reported.